Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results of 84 mg/dl and 83 mg/dl compared to readings of 56 mg/dl and 42 mg/dl obtained on the built-in reader respectively within 10 minutes. The readings when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer experienced symptoms described as restless breathing, "no memory of acute under-sugar phase", and confusion and was treated with glucose by her husband. Subsequent readings of 196 mg/dl (sensor) and 122 mg/dl (reader) were obtained, but no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving sensor scan results of 84 mg/dl and 83 mg/dl compared to readings of 56 mg/dl and 42 mg/dl obtained on the built-in reader respectively within 10 minutes. The readings when plotted on the parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer experienced symptoms described as restless breathing, "no memory of acute under-sugar phase", and confusion and was treated with glucose by her husband. Subsequent readings of 196 mg/dl (sensor) and 122 mg/dl (reader) were obtained, but no further treatment was reported. There was no report of death or permanent injury associated with this event.